Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient with a large flexnav delivery system. There was no difficulty experienced implanting the valve. It was noted during procedure that the patient developed a complete atrioventricular block without exhaust as confirmed via scope electrocardiogram. The decision was made to implant a leadless permanent pacemaker the same day. The patient status was discharged from hospital after prolonged stay for monitoring of rhythm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient does not have a history of arrhythmia. No information was received regarding calcification extending beneath aortic annular plane in the interventricular septum or implant depth. It was noted that the physician believes the cause of the patient's complete heart block is the aortic valve implantation procedure. Based on all available information, the reported event appears to be related to the implant procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.